Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure during multiple attempts to tighten the setscrew, the physician did not feel the pressure of the setscrew tightening down on the lead pin. In addition, the physician used two different wrenches but did not hear the sound typically heard when tightening a setscrew. However, physician found the lead to be secure upon pulling on it, and the ICD was implanted. The ICD remains in use. No patient complications have been reported as a result of this event.